Event description:
It was reported that this inflatable penile prosthesis (ipp) was no longer functioning appropriately. The pump was not inflating or deflating. The ipp was explanted and replaced. There were no patient complications reported.